Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a perineal repair surgery on unknown date last week and the suture was used. During the procedure, the needle broke inside the tissue and scans and x-ray were performed to retrieve the needle.

Manufacturer narrative:
Date sent to the FDA: 04/27/2020.